Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120. The complaint of immediately alarms ail was confirmed during functional testing. This was isolated to a defective inoperable-air detector. Unknown cause of event. Device overall condition was good. Action was taken to replace the air in line detector.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 upon power on immediately alarms ail. No patient adverse events reported.